Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medical devices: zimmer bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14 cat#00877502802 lot#3194194. Foreign country: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00086.

Event description:
It was reported the patient underwent initial surgery on an unknown date. Subsequently, patient was revised on an unknown date due to the liner being dislodged. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
D10: zimmer bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14 cat#00877502802 lot#3194194 biomet act artic e1 hip brg 28x38mm cat#ep-200144 lot#unk no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01518 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.